Event description:
Pt's daughter contacted dexcom technical support on (B)(6) 2012 to report that pt had experienced a hypoglycemic event during the two hour sensor startup period, during which, according to cgm's user guide, cgm does not generate any readings for the user. Paramedics were called, revived pt measured bg at 24 mg/dl. Pt was transported to the hosp where he received treatment. At the time of her call to dexcom technical support, pt's daughter reports that pt was deceased due to events unrelated to this hypoglycemic episode reported in this MDR.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.